Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that a patient required medical intervention on (B)(6) 2015. Patient's mother reported that the patient came home from school after multiple lows and was drinking orange juice. Patient drank 7 servings of orange juice but her blood glucose (bg) continued to drop. When patient's bg dropped to 40mg/dl, patient's mother administered glucagon. Patient continued to experience lows for 2 days, from (B)(6) 2015 to (B)(6) 2015. At the time of contact, patient's mother reported current condition of patient as "fine". No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of hypoglycemia.